Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 03-jun-2024 and forwarded to millyard advanced medical products, llc on 04-jun-2024. The nurse reported the patient was being admitted to receive IV remodulin because the patient and family were not clear on the operation of the pump. The nurse reported the patient was anxious and complained of chest pains. The patient will remain at the hospital on IV remodulin until further training is provided on the operation of remunity pumps. No device malfunction was reported. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.